Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to exhibit premature battery depletion. The ICD was explanted and replaced. There were no known patient consequences.